Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 06/29/2022 it was reported by a sales representative via sems that a ar-6480 dw pumps screen went completely black as a case was beginning. Another pump was used and the case was completed. There was no patient effect reported.